Event description:
Pt admitted earlier in month with symptoms of acute coronary syndrome. Left anterior descending lesion - 95%. Pt underwent angioplasty with stenting. Subsequently had fleeting episodes of chest pain. Twenty days later developed a rash or itching. It was thought to be due to lipitor which was stopped. The following morning pt awoke with severe erythema. They then developed itching all over hands - then urticaria everywhere. Admitted to ccu where they began having trouble swallowing and wheezing and chest pain. Unsure if reaction from meds or stent. Admitted for acute angioneurotic type of edema with tongue swelling.